Event description:
Consumer alleges that the charger was plugged in overnight and the house was allegedly filled with smoke in the morning. The charger was allegedly hot. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated. Model m41 serial number/date code is unknown. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown.